Manufacturer narrative:
The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the everolimus eluting coronary stent systems xience v instruction for use as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion with mild calcification, heavy tortuosity, and 95% stenosis in the left circumflex (lcx) coronary artery. Pre-dilatation was performed with 1.5 x 12mm non-abbott balloon at 12 and 14 atmospheres. Then, a 3.0 x 12mm xience v stent delivery system (sds) was deployed to the target lesion. Post-dilatation was performed with 3.0 x 8mm non-abbott balloon at 12 and 14 atmospheres; however, a distal edge dissection was observed. A new 2.75 x 28mm xience sds was implanted to treat the dissection. The procedure ended at this point. There were no adverse patient effects and no clinically significant delay in the procedure.